Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the proximal left anterior descending (lad) artery. One bmw universal ii guide wire was advanced into the lad and another one was advanced into the left circumflex. A non-abbott balloon catheter was advanced into the lad, but could not cross due to resistance with the guide wire. During withdrawal of the balloon catheter, the bmw universal ii guide wire became trapped and separated inside the balloon catheter. The balloon catheter and guide wire were removed together. The tip of the guide wire was noted to be pigtailed. Another device was used to treat the lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the date rec'd by MFR was filed incorrectly on follow-up #1 medwatch report as 01/19/2018, but should have been 07/19/2018.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation and the reported detachment were able to be confirmed. The reported difficult to position and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction of devices as the non-abbott balloon catheter was advanced resulted in the reported difficulty to position and the reported difficulty to remove. Manipulation of the device resulted in the reported/noted guide wire damages (twisted/corkscrew core, stretched/wavy coils) and ultimately resulted in the reported core detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.